Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0028378, d.4. Medical device expiration date: 1/31/2023, h.4. Device manufacture date: 1/28/2020.

Event description:
It was reported that pegasus bl 22ga x 1.00in prn-cap y leaked. The following information was provided by the initial reporter: the nurse discovered the patient's effusion at 15:30 on (B)(6) 2021. After examination, it was found that the indweling syringe leakage caused by saline effusion.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that pegasus bl 22ga x 1.00in prn-cap y leaked. The following information was provided by the initial reporter: the nurse discovered the patient's effusion on (B)(6) , 2021. After examination, it was found that the indweling syringe leakage caused by saline effusion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus bl 22ga x 1.00in prn-cap y leaked. The following information was provided by the initial reporter: the nurse discovered the patient's effusion at 15:30 on (B)(6) 2021. After examination, it was found that the indweling syringe leakage caused by saline effusion.